Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor range error. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The device was checked at the customer site following the initial occurrence of the alarm. The customer was unable to reproduce the alarm, and a history check didn't show a matching alarm. The device was stated to have otherwise continued to operate when the alleged alarm occurred. The device was collected for evaluation at a repair center. An authorized service provider (asp) evaluated the device and found that the device had produced a proximal pressure sensor tolerance error alarm. An inspection was completed by the asp, but no abnormalities were found. The asp determined that no part replacement was needed. The device is currently pending service approval by the customer before returning the device to the customer site unrepaired. This investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) evaluated the device and again reviewed the device's logs, reconfirming the previous occurrence of a check vent: ventilator restarted and a software exception error. The asp also reconfirmed that no corrective action was required. Following the service, the asp completed a comprehensive inspection, cleaning, running test, and functional test before returning the device to the customer.

Manufacturer narrative:
Upon further investigation, it was determined that the previous information reported was incorrect. B5 of the initial report should indicate below: philips received a complaint on the v60 ventilator indicating that there was a check vent alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The device was checked at the customer site following the initial occurrence of the alarm. The customer was unable to reproduce the alarm and was unclear on which alarm sounded. The device was stated to have otherwise continued to operate when the alleged alarm occurred. The device was collected for evaluation at a repair center. An authorized service provider (asp) evaluated the device and found that the device had produced a check vent: ventilator restarted (error code 1101) and software exception (error code 3007). When these two alarms occur simultaneously, per the service manual, no action is required for repair. No other abnormalities were found. The asp determined that no part replacement is needed at this time. Sections g4 and h6 have been updated to reflect the correct information.